Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot number provided, m9007p, was invalid. Do you have the correct lot/batch number: n9007p. Which portion of the ace36e was detached: don¿t know. Did the active blade tip break off: yes. Did any part of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off): yes. Did this cause a change in the plan of care for the patient: no. Is the broken piece returning with the device: don¿t know. Was there any patient consequence as a result of the procedure being delayed: no.

Event description:
It has been reported that during an unknown procedure, the scissors got detached and one part fall off into the patient. The piece was retrieved but the procedure was delayed by 57 minutes. No harm to the patient. The procedure was completed by another device.

Manufacturer narrative:
(B)(4). Batch # n9007p. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the tissue pad was in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.